Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm, route and frequency were not reported) and amikacin injection (250 mg, route and frequency were not reported) for peritonitis. Six days after event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovered from the event and antibiotic therapy was discontinued. Seven days after hospital admission, the patient was discharged. No additional information is available.